Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient who presented with hyphema after the implantation of a glaucoma filtration device. The patient had light perception vision, and there was no change in size of the hyphema from day one to day four. The surgeon perforated the iris on the first attempt of implantation, and was successful on the second. The surgeon provided an update that the hyphema has completely cleared.

Manufacturer narrative:
No sample has been returned for evaluation for the report of perforated iris, hyphema, and lp vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is surgeon error. There is reference to multiple attempts to implant the device and also to iris perforation during the initial implant attempt. It is most likely that the multiple attempts resulted in intraoperative bleeding, which persisted in the immediate postoperative period. Device system labeling contains detailed instructions for device implantation and specifies conditions under which multiple implant attempts may be undertaken. Other possible root cause is that hyphema is a risk associated with using the device, which the labeling also clearly indicates the manufacturer internal reference number is: (B)(4).